Manufacturer narrative:
The reported 7x30mm biosure ha screw intended for use in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 13mm of the distal threads of the screw have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screw major diameter and wall thickness was performed and found to meet print specifications. With the limited clinical details regarding graft type, tunnel size and prep devices used a root cause cannot be determine with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. Choosing the improper size screw. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Foreign post code: brazil: (B)(6). The reported 7x30mm biosure ha screw intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. Without the screw and pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that at the beginning of an acl surgery, when starting the tunnel fixing procedure the device broke inside the patient; all pieces were removed. A backup device was available to complete the procedure with no significant delay or patient injuries.